Event description:
It was reported that during a remote follow-up, fusion episodes were noted that resulted in post-paced t-wave oversensing. Technical support was contacted and reprogramming is anticipated to resolve the event. However, no intervention has been performed at this time. The patient was stable and will continue to be monitored.